Manufacturer narrative:
The investigation determined that results from a patient sample processed on the engen laboratory automation system were mis-associated with an incorrect sample identification number (sid). The investigation determined the engen laboratory automation system did not malfunction. User error was determined to be the root cause of the event. Specifically: after the tube for sample a was placed into the centrifuge module load rack, the centrifuge module was stopped but the customer did not remove all samples as instructed in the user documentation. The operator started the centrifuge module and released the module lock but did not remove all samples prior to releasing the module lock as instructed in user documentation. The engen laboratory automation system correctly identified the sid mismatch by posting a cross check error message, as designed.

Event description:
A customer reported an event involving samples processed on the engen laboratory automation system in which the test results from a sample tube were mis-associated with the sample identification number (sid) of another patient sample. Test results could potentially be misreported out of the laboratory leading to inappropriate intervention with the potential for serious injury to the patient. The mis-associated test results were reported out of the laboratory. However, after repeat testing was completed a corrected report was issued. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).